Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depletes faster than expected. Customer's blood glucose level was approximately 200 mg/dl. Customer continued using the current pump for insulin therapy.